Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged with multiple power sources. In addition, the customer reported they received an empty cartridge alarm after loading the cartridge onto the pump the previous night. The customer loaded a new cartridge onto the pump and resumed insulin delivery. The customer's blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy. The customer also has manual injection supplies available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. The empty cartridge alarm could not be evaluated due to damaged usb pins.